Event description:
Allegedly, patient revised due to broken neck.

Manufacturer narrative:
After the initial report it was determined that this report was a duplicate of a already reported MDR 3010536692-2015-02086 . Please void the initial report.